Event description:
Customer reported that a pt with anti-e did not react with vra113 cells 3 and 6. Testing was performed in both manual gel and on the provue. Customer stated there were no discrepancies with the daily qc. No death or serious injury was associated with this incident.